Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer's caregiver reported the customer received a "scan again in 10" message and was unable to obtain readings. Customer (a child of (B)(6) years) experienced unspecified symptoms of hypoglycemia and a seizure, and was unable to self-treat, requiring treatment of glucose by the mother. Paramedics were called and upon their arrival, customer was transported to a clinic where an EKG was performed and a reading of 9.7 mmol/l (175 mg/dl) was obtained on the hcp meter, however no additional treatment was provided. There was no report of death or permanent injury associated with this event.